Manufacturer narrative:
A good faith effort is being performed to obtain the information of the UDI.

Event description:
It was reported that this lead was capped due to during the generator change procedure the lead broke. A new lead was successfully implanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due to during the generator change procedure the lead broke. A new lead was successfully implanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.